Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) found that the on/off power button was out of specification electrical. It was further noted that the hanger assembly was broken, a capacitor was damaged on main printed circuit board (pcb) and one case screw was damaged. All found defective parts were replaced and all other identified issues were resolved. The firmware was updated and the programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) returned to service for corrective repair and subsequently tested out of specification electrical during manufacturer's analysis. No patient complications have been reported as a result of this event.